Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, sion; guide catheter: guideliner; optical frequency domain imaging (ofdi). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric, de novo, 90% stenosed lesion in the mid right coronary artery. After pre-dilatation with a non-abbott 2.5 x 10 mm balloon catheter the lesion was observed by optical frequency domain imaging (ofdi). Additional dilatation was performed with the nc trek 3.75 x 15 mm; however, the balloon ruptured during the third inflation at 18 atmospheres. There was resistance with the anatomy during advancement to the target lesion but there was no resistance noted during removal from the anatomy. A non-abbott 4.0 x 32 mm stent was deployed and the procedure was completed after post-dilatation with a non-abbott 4.0 x 15 mm balloon catheter. The device was prepared outside of the patient anatomy, the balloon was soaked in saline prior to use of the device and there was no resistance noted during the removal of the protective sheath. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.